Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient's representative reported that the patient¿s communicator was rattling inside. The caller stated that they had called several times in the last few months about a long lag time for the handset to connect to the pump, but last week it took over 15 minutes and the patient had to shake it to get it to work and when they shook the communicator something inside it rattled. A replacement communicator was requested from the repair department. No indication of patient harm.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 17-apr-2022, UDI#: (B)(4), h3. Tm90 micro usb interface is damaged. No anomalies were visually observed and passed battery charging bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.